Event description:
It was reported that the patient expired after numerous episodes of ventricular fibrillation (vf). The implantable cardioverter-defibrillator delivered shocks, though, high voltage therapy was unable to terminate the arrhythmia. A device interrogation revealed under-sensing of fine vf on the far-field channel. However, the physician had not alleged device malfunction. The cause of the patient¿s death was reported as unknown.